Manufacturer narrative:
No blood was observed on the returned device. No damages or manufacturing defects were observed that would contribute to the reported bleeding bruising complaint. Initial inspection of the pod found corrosion on the pcb. The battery voltage of all three batteries were measured to be lower than expected due to the internal corrosion. An external power supply was attached to the pod in an attempt at retrieving download data, which was unsuccessful. The pcb was removed and reattached to the power supply in a final attempt at retrieving download data. Ultimately the pod was unable to connect to the master pdm and data was lost as a result. A leak test was conducted in order to locate the source of the internal corrosion. A tear in the internal portion of the soft cannula was observed, measuring 0.1305 inches from the nail head, where it was observed to leak. The observed cannula tear was not in any way linked to the reported bleeding bruising complaint. However the observed cannula leak can be confirmed as the cause of the observed corrosion, data loss and subsequent low battery voltages.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found blocked.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.